Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the implanted pacemaker was in back up operation mode. The pacemaker was explanted and replaced. The patient's condition is unknown.

Manufacturer narrative:
The reported event of device in backup mode could not be confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Final analysis did not find any anomalies.